Manufacturer narrative:
Examination of the returned trials confirmed the complaint; portion of the attachment end broke off. The root cause is attributed to wear out. Both trials exhibit significant damage from years of use. One of the two trials contained a date code (B)(4) indicating a june 2003 manufacture date. A two-year search of the complaint database did not identify a trend for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head trials broke.